Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were revised. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number 3006705815-2024-01636. It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were repositioned. Effective therapy was restored post operatively.